Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/02/2010 and 03/17/2010 by phone, fax, and mail. Medical records were received on 02/17/2010. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).

Event description:
A surgeon indicated in the medical records that an unexpected postoperative refraction was also noted for the left eye of a pt bilaterally implanted. The pt was unable to wear glasses and the residual refractive error was intolerable for the pt. The iol was exchanged for the same model, different power iol. Post-exchange, the surgeon indicated in the records, that the pt had blurry vision and swollen, watery, and irritated eyes. There are three medical device reports associated with this event; this report is for the replacement lens that remains implanted in the left eye. The events for the right eye have been previously reported in MDR 1119421-2010-00175. Additional info has been requested.